Manufacturer narrative:
Inspected 1 opened or used sensor and performed visual inspection and found sensor introducer needle bent inside needle hub. No broken or missing parts were observed during analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the sensor needle was hard to remove. Customer stated that the introducer needle was no longer in the body. Customer did not receive medical treatment as a result of the needle fracturing while still in the body. The sensor will be returned for analysis.